Manufacturer narrative:
Additional information: it was reported to jnj that the single use tubing pack was re-used. It is unknown how many times the tubing pack was used.

Manufacturer narrative:
Patient info - not provided. Initial reporter: (B)(6). Device history record was reviewed and all devices meet material, assembly, and performance specifications at the time of product release. 2 opened opo73 tubing pack were received along with its original tyvek lid confirming the reported lot number. Both samples passed visual inspection. Functional testing was performed for both packs with all results within specifications. The reported issue could not be confirmed. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson has been submitted.

Event description:
The account reported that they experience poor aspiration during procedure. The posterior capsule rupture occurred in patient's left operative eye. An anterior vitrectomy was done, and the procedure was successfully completed with 3 minutes delay.